Event description:
A site representative reported that they were using the system during a case and it froze up on them. The mouse would move, but they couldn't click on anything or navigate. The crosshairs were green as well as the probe and frame were at green status, but navigation would not update. They tried to exit out of the software, but the button wouldn't work. The touchscreen didn't work either. They had to abort use of navigation. There was no impact to the pt.

Manufacturer narrative:
Pt weight not available at time of this report. Investigation of the returned computer found that there was a graphics card malfunction that indirectly caused the reported event. The graphics card was replaced and the computer passed all testing.